Manufacturer narrative:
Evaluation of the returned component confirmed the report. Manufacturing history for both lots revealed that they each consisted of eight (8) units. All eight (8) units of the cruciate 67mm tibia plate were located in biomet's internal warehouse; seven (7) of those units were confirmed to be packaged correctly, while one (1) unit contained the I-beam 75mm fixed tibia plate. Based on this information, it was determined that one unit from each lot was mixed during the manufacturing process. A decision was made to recall the product. This report filed march 28, 2011.

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2011. During the procedure, the I-beam 75mm tibial plate was opened and found to contain a cruciate 67mm tibial plate. Another tibia plate was available to complete the procedure without delay. There was no injury to the patient as a result.